Manufacturer narrative:
Date of event- used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent damage occurred. A 2.50 x 8mm synergy drug-eluting stent was selected for use. However, after removal from packaging and prior to placement of the device on the patient, the stent exhibited a clean break. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided. Device evaluated by manufacturer: synergy ous mr 2.50 x 8mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent was measured using snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found a hypotube break 72 cm distal to the distal end of the strain relief as well as multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues.

Event description:
It was reported that stent damage occurred. A 2.50 x 8mm synergy drug-eluting stent was selected for use. However, after removal from packaging and prior to placement of the device on the patient, the stent exhibited a clean break. The procedure was completed with another of the same device. No patient complications were reported.